Event description:
It was reported that balloon ruptured. The 10mm x 5.5mm, 91% stenosed target lesion area was located in the moderately tortuous and moderately calcified left anterior descending artery. A flextome cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the balloon ruptured upon the first inflation when the pressure at 1013kpa. The device was removed within the catheter. The procedure was completed with a different device. No complications were reported and the patient is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual inspection of the balloon identified a longitudinal tear present in the balloon material. The tear measured 4 mm in length and was located in the mid body of the balloon. The blades of the device were visually and microscopically examined, and no issues were noted that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found no issues present on the device. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands.

Event description:
It was reported that balloon ruptured. The 10mm x 5.5mm, 91% stenosed target lesion area was located in the moderately tortuous and moderately calcified left anterior descending artery. A flextome cutting balloon was selected for use in a percutaneous coronary intervention. During procedure, it was noted that the balloon ruptured upon the first inflation when the pressure at 1013kpa. The device was removed within the catheter. The procedure was completed with a different device. No complications were reported and the patient is stable.